Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was suffering from pocket infection. Upon further follow-up it was noted that the infection was identified due to pocket erosion. The pacing system was explanted. There was no allegation that the infection was related to an abbott product. The patient was in stable condition.